Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 330 mg/dl. Troubleshooting was performed. The events leading to her admission was vomiting, flu, and achy muscles. The customer's recent glucose reading was 209 mg/dl, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.